Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that there were two electrodes that were out of range, 8 and 14, which measured about 19,000 ohms. These electrodes were not used and the patient was able to be programed around them and was getting good therapy. It was noted that the patient had a burning sensation due his neuropathy, which the manufacturer representative was able to program and reduce the patient¿s burning sensation. It was confirmed that the burning sensation was not device related.